Event description:
Procedure type: hemorrhoidectomy. According to the reporter: once the stapler was fired and removed, the staple line was inspected. It was observed that the entire staple line did not form. The staples were pulled from the pt that were not formed. Some were completely straight legged and some were malformed with jagged staple legs but none were in a b shape. The entire area needed to be sutured to stop bleeding and close the non formed staple line. Operative time was increased by 30 mins due to the extra suturing time.

Manufacturer narrative:
(B)(4).